Event description:
A customer reported a complaint of "high readings" on their freestyle flash blood glucose meter. The customer reported having a reading of 109 mg/d and 15 mins later the customer became unconscious. Their friend took another reading while the customer was unconscious and obtained a reading of 110 mg/dl. The customer was taken to a hospital and was seen by an emergency room doctor. The customer was diagnosed with hypoglycemia. It is unk the course of the medical treatment the customer received at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.